Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert in the past. There was no adverse impact to the customer¿s blood glucose. Reportedly, the alert cleared, and the pump successfully began charging.